Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2020 with blood glucose of 49 mg/dl at the time of the incident. The customer was at 131 mg/dl at the time of the call. The customer was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was most likely not active and automatically adjusting insulin delivery during the event. The customer was at a party the day before the event, and may have over bolused to treat for the food she ate. Troubleshooting was not completed as the customer declined. The customer had sensor glucose versus blood glucose differences. No products will be returned for analysis.